Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that there was a bump status on the system's positioning sensor unit (psu). No patient was present.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9735821, serial/lot#: (B)(4). Device evaluated by MFR: the positioning sensor unit (psu) was returned to the manufacturer for analysis. The returned psu has many nicks and scratches including on the lenses. A check of the event log showed intermittent firmware incompatibility dating back to jul 2017. There was intermittent illuminator current low dating back to apr 2019. There was a battery voltage low message along with bump detected and storage temp exceeded from jun 2000. The psu also failed an accuracy test (aak) at .604 mm with a passing threshold of .25 mm. Codes b01, c02, and d02 are applicable to this analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.